Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a liquid leakage. No patient injury was reported.

Manufacturer narrative:
One sample and three photos were received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag not in original packaging; no damage was noted. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be manufacturing. No lot number was provided; therefore, a history record review could not be conducted. Action was taken after the manufacturing date of lot reported. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).